Manufacturer narrative:
The device has been received at the manufacturer for investigation. According to the investigation details, the trigger magnet fell out of the trigger shaft.

Event description:
It was reported that during testing, the device was found to run without the trigger being pulled. There was no patient involvement and no adverse consequences reported.